Manufacturer narrative:
Unit could not be evaluated or repaired as it could not be located at the customer account. Unit could not be located.

Event description:
It was reported that the power cord was damaged (possible exposed bare wires). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.